Event description:
The support person was picking up the pt via a wheel chair going straight down the hall with the pole being pushed behind the chair. As they pushed the pt the 5 leg pole became off balance due to the positioning of the pump on to the pole which was placed above the knob on the pole. After the pump hit the pt's head they immediately applied ice to the area (occipital). She said the pt denied any headache and there were no lacerations. The pt seemed to be alright. Neuro signs unchanged. Pt denied any visual disturbances. Pt was medicated with demerol.